Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head cat#00801803602 lot#63135590, zimmer liner cat#00630505036 lot#61049361, zimmer cup cat#00620205222 lot#61132699, zimmer stem cat#00771300700 lot#60825861, zimmer neck cat#00784803300 lot#62124936. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 ¿ 03906, 0002648920 - 2020 - 00021.

Event description:
It was reported patient underwent hip revision due to osteolysis and necrosis. During revision fluid, osteolysis, necrosis, and metallosis were noted. Liner and head were removed and replaced. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: post revision, the patient was stuck with a 'stick' in his left thigh and underwent a irrigation and debridement procedure. There was superficial penetration - a 'stick' was embedded in the anterior thigh. The patient developed swelling and erythema. Seroma like fluid was present in the joint space and osteolysis was observed around the acetabular component. Soft tissue necrosis was present. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-0149 and 0001822565-2020-00769.